Manufacturer narrative:
B3, b5 - additional information has been confirmed and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the poor connection could not be identified. However, it¿s likely the cause is related to a faulty cable. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed the connection issue occurred before the procedure began, the unspecified procedure was for treatment, and the procedure was completed with a spare/equipment replacement.

Event description:
A user facility submitted a repair request to the olympus service center, the autoclavable camera head had bad connection. Upon inspection of the customer¿s returned device it was observed, image problem was noted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, it was observed, twisted cable was noted, pinhole water tightness was noted, curvature was noted on the connector head scope mount, misalignment was noted on the head scope mount optical axis, corrosion was noted on the head scope mount, corrosion was noted on the head free lock lever, the head main body had wear, the head switch had deposit, head imaging degradation was noted, head imaging flooding was noted, cable flooding was noted, and abnormal appearance of the head-side ore dome was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.